Event description:
During shoulder arthroscopy procedure, a piece of the white distal tip broke off. The physician attempted to retrieve the piece from the pt, but was unsuccessful.

Manufacturer narrative:
The used device was returned and, upon visual inspection, it was found to be missing a piece of ceramic from its distal end. Retrieval of the piece from the pt was unsuccessful. The device was sent to an independent laboratory, which concluded that the missing portion of the ceramic tip was broken off by forceful contact with the electrode metal, while the probe was being rotated clockwise. The failure results from normal use of the device, albeit with forceful clockwise rotation of the probe.